Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) could not be telemetered despite using two different telemetry wands and programmers. It was further reported that no tones could be obtained with a magnet application.